Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot information and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a primary total knee with a pressfit femur and a cemented tibia done approximately 8 years ago. He did fine until recently. He developed lateral pain. Cat scan showed some lucency. He was scheduled for a revision of the femur. The femoral component was removed with thin osteotomes. There was significant "boney" ingrowth with one area on the lateral side with fibrous growth. The tibia and patellar were solid and left intact. The femur was converted to a cemented ps. The patellar tracked well and the knee was well balanced. The operation was completed successfully.